Event description:
Ous MDR - after an implantation time of about 11 months, this lead was reported to have a helix fracture of the ventricular lead. No explanted date was provided and no mention of any intervention. Therefore, all available info suggests this lead is still implanted.

Manufacturer narrative:
Ous MDR - the device was not returned for analysis. The analysis is therefore based on the existing production documents. The manufacturing process of this device was reviewed. The production documents did not show any anomalies that could be related to the complaint. All manufacturing steps had been carried out correctly. In summary, there is no indication of a manufacturing error.